Event description:
It was reported that the lead component of the patient's implantable neurostimulator (ins) "quit working" about 2 years ago. It was also reported that the ins "came out of her back" because she was so thin. The patient then had a revision to correct the issue. It was noted that the surgery was supposed to take 1 hour but ended up taking 3 hours.

Event description:
Additional information received reported that one of leads "stopped working", but it was unknown which one. The cause of the lead issue was unknown. A pocket revision was done to "burry the implantable neurostimulator (ins) deeper". It was noted that the recharging "seemed to be ok". Additionally, it was reported that the patient has been having rib pain, near her gall bladder. It was stated that the stimulation had "irritated the issue". The patient saw a physician about the issue and was scheduled to have surgery on (B)(6) 2013 to remove her gall bladder. The patient was going to contact her medtronic representative after the surgery to do a check of her stimulation system. It was noted that the ins was off, but the patient was keeping it charged. No additional information was received.

Manufacturer narrative:
Reference MFR. Report # 3004209178-2016-17634 regarding issues the patient experienced with her subsequent implanted system.

Event description:
Additional information received from the patient reported an issue with the left lead, that her left lead didn¿t work, and it was either the left lead or another part of the first implant that was coming out of her back, so they had to perform surgery to correct it. The surgery was supposed to take an hour, but ended up taking three hours since it was ¿all tangled up.¿ the issue with the ¿part coming out¿ had resolved after the surgery. The patient also noted having constant nerve pain since 2007 and wasn¿t sure if it was from the implant or not.

Manufacturer narrative:
Product ID 377745, lot# v001224, serial#, implanted: 2005 (B)(6), explanted: product typ lead, product ID 377745, lot# v001224, serial#, implanted: 2005 (B)(6), explanted: product typ lead, product ID 37752, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product typ recharger, product ID 37742, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product typ programmer, patient product ID 3708160, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product typ extension, product ID 3708160, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product typ extension. (B)(4).